Event description:
The pt was planned for a 4 femur and 5 tibia. Both the femoral and tibial guides appeared to seat very well. The pins were placed along the long axis first and then anterior. On the femur approx 6.5mm was removed lateral and approx 4.5mm medial. On the tibia approx 8.5mm was removed (which seemed much more conservative than normal). The cuts resulted in a tight flexed knee. Doctor opted to place a rod into the tibia to cut 3-5 degrees of posterior slope. After releasing the pcl and posterior capsule he was able to get better flexion and placed a 13mm insert in. The guides seated well, the cuts were good, but the knee had limited flexion prior to putting more slope into the cut. The surgeon and pa felt the tray was sloped excessively anterior.

Manufacturer narrative:
Method - segmentation review, jig review, scan review, MRI, arthritic segmentation, preoperative planning, machining and deburring, in-process and final qc. Results - segmentation review was satisfactory. Jig review - review was satisfactory. Scan review -review was satisfactory. MRI - review was satisfactory. Arthritic segmentation - review was satisfactory. Preoperative planning - review was satisfactory. Machining and deburring - review was satisfactory. In-process and final qc - review was satisfactory. Conclusion - inadequate surgeon preparation and training. If the knee incision is more midline, the tibia guide may not position properly, resulting in a change in cut plane angle.